Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a 375cc mentor smooth round moderate plus profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed via mammogram and physical exam. As a result, the patient underwent bilateral removal and replacement with 375cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2024.

Manufacturer narrative:
On february 16, 2024, mentor received the device for evaluation. On february 21, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a tear on the anterior view, measuring approximately 5.5 cm. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Mentor became aware that information was inadvertently omitted from the event description in the initial report. Manufacturer¿s reference number: (B)(4) in the initial report, b5 event description should have included the following statement: the patient reported that her deflation occurred while she was exercising.